Manufacturer narrative:
Initial analysis indicates the ECG cable was faulty. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a pagewriter tc10 cardiograph indicating that it does not read well. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Additional information was requested regarding the nature of the issue; however, no response was received. Further review of the available information identified a photo was attached demonstrating excessive artifacts and signal noise which would be obvious to the user. Analysis was performed by remote service personnel which included remote trouble shooting with the customer. The results of the analysis indicate the ECG cable was faulty. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty ECG cable. The issue was resolved by replacing the ECG cable set and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. After further review of this case, the issue would no longer be considered reportable. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. The ECG waveform is obviously poor, non-physiological and may display pacer spikes or noise possibly resulting in high or inaccurate measurements because the ECG signal is not optimized and does not represent the patient's rhythm. Clinicians will use additional means to assess patient condition when measurements are suspect.